Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient who was receiving an unknown drug, morphine and saline via an implantable infusion pump for spinal pain. It was reported the patient started to see a new hcp. The patient was told they were going to immediately shut the pump down "break you down and start over." The hcp refilled the pump with saline for a forced withdrawal that he said would last 34 days. After the 34 days, the hcp told him that it would be another 55 days. The patient stated he became very weak and sick during this time and that the hcp shut down the device without checking to see if his body could even handle it. The patient was told his pump was too full. They had been putting in 39 ml, and as far as the patient was aware that still left about a third of the pump unfilled. After the forced shut down of the device, the hcp refilled it with 1.9 mg. This amount was not giving the patient any relief and it had been 2 weeks since he had the refill. The patient will no longer see that hcp. The patient has an appointment with a new hcp. Additional information was received that the patient's pump will be removed on (B)(6) 2016. It was noted the patient met with a comprehensive pain specialist on (B)(6) 2016. At this time, the patient had saline in the pump to keep it from failing. The actual medication had been out for 17 days, and the patient was in withdrawal, could not eat, and was only drinking pedialyte. It was noted the patient had plain morphine in the pump in the past. The patient has had a pump since 2004. The patient had no recent magnetic resonance imaging. The patient took flexeril and vicodin for breakthrough pain in the past. The patient has never had a patient therapy manager (ptm). The pump controlled the patient's pain well until it now no longer had medication. The patient's pain consisted of knee pain, hip pain, low back pain and neck pain. The onset of the pain was in 1992. The cause for the pain was a work injury. The frequency of the pain was constant. The description of the pain was aching, numb, sharp, stabbing and tingling. The average pain score was 7 or 8. The patient experienced pain when bending or stooping, sitting, lifting or carrying heavy loads, lifting or carrying small loads, lying on back and lying on side. Lying on the patient's back and sitting helped relieve the patient's pain. The patient's pain interfered with daily chores, exercise, house chores, mood, sleep, relationships and walking. The patient used a cane. The clinical notes indicated the patient will be kept off of medication for an additional 3 weeks. The patient will be filled with intrathecal morphine 4 mg/ml to infuse at 200 mcg/day. The patient was without opioids at this time. The plan was to allow the receptors in the patient's spine to normalize at this time. Restarting the pump at this time would be complicated because he was halfway through the reset of his receptors. Blood work was going to be done to evaluate his hormonal status. The patient does not have a pt, so oral opioids were to be used for breakthrough as required. The advantage of weaning the rest of the way off the pump before restarting was discussed. This way a more rational dose of medicine could be used to minimize the risk of granuloma. X-rays of the lumbar thoracic spine were utilized to assess catheter positon and hardware patency. MRI of the lumbar spine was to be used to assess for juxta fusion and stenosis disease. Immediately prior to starting the morphine pump, the hcp was going to attempt to wean the patient's oral hydrocodone to less than 4 pills a day. The patient was to follow-up in 3 weeks to review MRI, x-ray and to refill pump with morphine. The following symptoms were reported: fatigue, joint pain, muscle spasms, neck pain, back pain, numbness, weight loss, shortness of breath and weakness. The patient was to start norco. Treatment objective was to treat underlying pathology, enhance ability to manage pain independently, improve function and sustain quality of life, limit use of pain medication and improve psychological function. The patient was seen on (B)(6) 2016 for a possible titration of his norco to prepare for refill of his pump with morphine. The patient stated he had been doing horrible the last 42 days while going through withdrawals. The patient stated he could only take pedialyte to maintain hydration and was going through 21 bottles a week. The patient state he has a lot going on with him, and felt no one was aware or cared about what he was going through. The patient's average pain score as of (B)(6) 2016- was 10. Nothing alleviated the patient's pain. The goal of treatment was to reduce pain by 20-45 percent and increase activity level. The activities the patient could perform due to current treatment regimen included personal hygiene. There were no adverse effects from the medication. It was noted the patient was non-compliant regarding the drug screening. The patient was positive for thc. Counseling was provided. It was discussed that additional positive tests will not be tolerated. The patient's norco tablet was refilled. The patient requested an increase in the pump, but the request was denied. The patient stated he would rather have the pump removed if he was not going to get adequate benefit from it. Pump and catheter removal order was placed. It was noted the patient was going to have a t-spine MRI because the hcp suspected a compression fracture at t12. The patient's medical history and concomitant medication were provided. The patient's medical history included: asthma, diabetes and spine disorder. The patient's surgical history included: micro discectomy and low back fusion. The patient's family history included: asthma, diabetes, emphysema and sleep apnea. The patient had no known drug allergies. There was no hospitalization history. The patient had history of broken back in 4 places, and he had massive surgery on his back. The patient stated that they fixed the spondylolisthesis at that time, which he did not approve of, and this was the root of all of his problems. The patient was diabetic. The patient had several medication trials. The following were found not helpful: aspirin, ibuprofen, prescription creams and compound creams from specialty pharmacy. The following were found to be helpful: cyclobenzaprine (flexeril), hydrocodone, morphine ER, over the counter pain creams and neurontin. The patient had a drug screen on (B)(6) 2016. The patient had inspection of his cervical spine. The inspection was remarkable with no signs of external injury or trauma. Palpitation of the cervical spine was negative for focal tenderness and muscle spasms in the paravertebral muscles. A normal lordotic curve was present. The patient had a decreased range of motion of the neck. The patient had the following motor nerve roots tested: mmt demonstrated 5/5 bilateral, equal, and symmetric. C5 deltoid, c5-c6 biceps, c6 - wrist extensors, c7 - triceps, long finger extensors, wrist flexors, c8- long digital flexors, and t1 - finger abduction and adduction. Reflexes - dtrs in the arms are 2 plus throughout and equal bilaterally. Sensations were normal bilaterally. Shoulder normal range of motion. Negative for spurlings. Examination of the thoracic spine showed no signs of trauma or injury. No deformities were noted. There was no vertebral spine tenderness. Normal kyphosis was noted. Paraspinal muscle spasms were absent bilaterally. There was no rash/skin lesions. The range of motion for the spine was normal. The rhomboid muscles were not tender. Examination of the lumbar spine was performed. The lower back was normal. The patient had normal curvature of the spine, mild pelvic obliquity. No vertebral spine tenderness. Lumbar vertebrae demonstrated no evidence of subluxation, dislocation or laxity. The straight leg test was negative bilaterally. The motor systems lower extremities were normal bilaterally. The sensory exam was normal to light touch, deep pressure, sharp/dull and two point discrimination. Reflexes - 2 plus and symmetrical throughout the lower extremities. The patient's vital signs were as follows: general appearance - well nourished, hydrated and no apparent distress. The patient had a general examination which revealed: the patient's skin was dry, normal and clear, the patient's hearing was within normal limits, the patient's oral cavity was moist, trachea with symmetric midline position, the patient's lungs were even and unlabored, the patient ambulates with a slight analgic gait pattern with a cane, the patient had no motor or tone, the patient's mood was pleasant and cooperative and the patient's extremities displayed 5/5 strength. The patient has had the following tests: MRI, CT scan, x-ray, emg/nerve conduction, blood work related to pain syndrome, bone scan, bone density and functional capacity evaluation. The patient displayed normal motor and tone during the visit. Assessments included: opioid dependence, daily use , other long term (current) drug therapy, post-laminectomy syndrome , other chronic pain, lumbar radiculopathy, status post spinal arthrodesis, thoracic back pain, compression fracture of body of thoracic vertebra and tobacco dependence. Treatment included: lab: pmo - r, imaging - x-ray of thoracic spine and pump refill. Other long term drug therapy: urinary drug screening (uds) collected and sent to lab for screening and confirmation testing via lcms. Uds collected for initial pain visit to determine opioid candidacy. Recommendations for alternative therapies and lifestyle changes discussed. The risks and benefits of treatment were provided. The patient was counselled on the dangers of tobacco use and urged to quit. The patient was also provided bmi care, exercise counseling and nutrition/dietary counseling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.